Event description:
The physician was using a sprinter over the wire balloon dilation catheter for treatment of a lesion in the mid lcx. The balloon was inflated to 4-6 atms, it ruptured causing a dissection. No additional clinical sequelae were reported. Evaluation summary: there was crystallized residue present in the inflation lumen. Negative prep was carried out on the device and a constant stream of air bubbles was seen to enter the syringe confirming. A small tear was located on the outside fold on the body of the balloon over the inner shaft marker. There was a scratch mark immediately distal to the leak site.

Manufacturer narrative:
(B)(4). Evaluation results: related to operational context (damage most likely related to balloon material being pressed against stenosis or calcium), inherent risk of procedure (dissection). Conclusion: operational context contributed to event (damage most likely related to balloon material being pressed against stenosis or calcium).